Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 24-feb-2026, a clindex notification was received via email indicating that information had been obtained from a clinical study (shoulder arthroplasty registry, (B)(4). According to the report, the subject presented to the clinic after an attempted course of conservative treatment for persistent anterior shoulder pain and limitations with overhead activities. Following evaluation by the principal investigator and discussion with the patient, arthroscopic debridement for conjoint tendonitis was determined to be the most appropriate treatment option. The procedure has been scheduled for on (B)(6) 2026.

Manufacturer narrative:
Additional information: b5, g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure. The most likely cause of the reported failure is a combination of a patient-specific biological response. The complaint allegation was not confirmed. No evidence of that failure was received.

Event description:
On 16-mar-2026, follow up details were received, indicating that anterior shoulder pain was first noted on (B)(6) 2025. Since onset, the pain has progressively worsened. No complications or unusual findings occurred during the original procedure, and the patient completed the prescribed postoperative rehabilitation program as directed. No traumatic events, falls, or overuse activities have been reported since surgery. The patient does not have any known comorbidities that would predispose them to soft tissue irritation or postoperative stiffness.